Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device found that the reported phenomenon could not duplicated. There was no abnormality of all sensors the device. Omsc checked the log file of the device and there were no errors. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was occurred due to the pressure sensor of the device did not work properly temporarily by some cause.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user has set the cavity pressure of the device to 10 mmhg. During laparoscopic cholecystectomy with the device, the cavity pressure reached to 20 mmhg, but the device did not alarming. The user released co2 from the trocar to reduce the abdominal pressure. The user restarted the device and the device worked properly. The user completed the procedure by using the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.